Manufacturer narrative:
(B)(4).

Event description:
The pt experienced shocking in her right and left arm after spending a busy day cooking a thanksgiving meal for her family. The implantable neurostimulator, leads, and extensions were removed approx 1 month later. The pt continued to feel shocking in her arms. The pt status was reported as good. Additional information has been requested. A f/u report will be submitted if additional information becomes available.